Manufacturer narrative:
A specific root cause for the discrepant result could not be determined. The instrument was determined to be working within specification. The result was not flagged due to the lld alarm noted on the alarm trace because the retry function was set to "on" on the e411. The e411 recognized the pipetting issue and tried a second time to pipette. If the second pipetting attempt is successful, no flag will be created. A result will only be flagged if the second attempt to pipette fails.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 0.634 miu/ml and this result was reported outside of the laboratory. The patient was confused to see a low hcgb result as they had come in for termination of pregnancy. An ultrasound scan and a urine test indicated that the result should be positive. A new sample was collected from the patient and tested on (B)(6) 2015, resulting as 1422 miu/ml accompanied by a data flag. The 1422 miu/ml value was also reported outside of the laboratory. The original sample was then repeated on (B)(6) 2015, resulting as 925.2 miu/ml accompanied by a data flag. The patient was re-scanned for ultrasound and medication was started due to the erroneous result. No further details could be provided on treatment received. The patient eventually had the pregnancy terminated and is currently healthy. The patient was not adversely affected. The hcgb reagent lot number was 177537, with an expiration date of 08/30/2015. A review of the alarm trace from the analyzer showed that there was a sample lld noise alarm on the affected sample position, but no data flag was generated. Investigations have determined that the last hcgb calibration was performed on (B)(6) 2014, which is outside of specifications. It was also determined that only one level of control was tested on (B)(4) 2015.

Manufacturer narrative:
This event occurred in (B)(6).